Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail was a fall. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 9/02/2016 that a sign im nail implanted to repair a fracture was exchanged due to a broken nail. The broken im nail was replaced with a 10mm x 400mm standard nail per the sign technique manual. Surgeon comment: "nail breakage due to fall."